Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined. Visual examination was normal, no anomalies were found.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
Related manufacturing reference number: 2017865-2021-39594, related manufacturing reference number: 2017865-2021-39595, related manufacturing reference number: 2017865-2021-39598. It was reported that the patient presented in clinic for extraction of the right atrial lead, left ventricular lead, right ventricular lead, and the implantable cardioverter defibrillator. Transesophageal echocardiography was performed on (B)(6) 2021 to confirm bacteremia and infective endocarditis on the atrial lead. The device and all three leads were explanted. The patient was in stable condition.